Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 1 pcs of used filter connected with connector and clip. The received connector was closed with clip. Catheter was returned but not connected with connector. Investigation result. Visual inspection: any abnormality was not found on the connector. We could confirm that the connector is same as our standard sample. The clip position was not at the regular position of aligned tip end with connector, and the slit was widened. Dimension check: catheter was stretched at the connector side end, and the marking almost disappeared. (The length of the marking: 8mm unused: 5mm) the length of the catheter was 1025mm, 100mm longer than unused one of 925mm. (Standard:910.08mm-929.6mm) connector side end portion is significantly elongated, and it is presumed that catheter and connector clip were pulled against each other by excessive force. Justification: this complaint is not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan: connector detached